Event description:
The customer reported that a pt was burned during a procedure. The burn was described as being third degree. The burn was excised and closed. The pt is doing fine and had made a full recovery. No add'l info was made available regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.